Event description:
It was reported that: while the device was ventilating a patient, a nurse heard an atypical noise (pop) come from the ventilator. The display was noted to go blank, the device stopped ventilating and a continuous audible alarm was noted. The nurse noted a smell of smoke. The patient was manually ventilated with an alternate device and then transferred to another ventilator. No patient injury.